Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the buttons on the pump were sticking and responding intermittently. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.